Event description:
While attempting to advance a coronary stent with delivery sys through proximal vessel tortuosity, the sds would not cross the target lesion located in the pts right coronary artery. In response, an attempt to withdraw the sds was made. However, during withdrawal of the sds into the femoral sheath, the stent was "stripped" off of the balloon catheter and remained in the femoral sheath. Subsequently, a micro venous snare was introduced and utilized to successfully retrieve the stent from the femoral sheath. Another stent was successfully placed at the target lesion site. There were no add'l complications reported relative to this event.